Event description:
A pinhole leak in the swan ganz catheter was discovered immediately after connecting the catheter while the patient was undergoing coronary artery bypass grafting. There were no complications to the patient's course of care. He was discharged home without complications.